Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to fragments reported to have fallen off into the patient. The fragments were reported to have been retrieved and no patient harm was reported. However, it is unknown what caused the fragments to fall into the patient.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, fragments from the tip of the tenaculum forceps instrument fell inside of the patient and were successfully retrieved. The procedure was completed and there was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed its investigation. The reported complaint was confirmed. The instrument was found to have a broken main tube at the interface on the proximal clevis and main tube at the distal end. The failure has been attributed to user mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user mishandling/misuse and not due to a malfunction of the instrument.